Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker was suspected of premature battery depletion (pbd) as it was found that the battery consumption was greater than one year. Additional information indicated that patient will be continued to monitor, and no replacement was planned. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to capture updates on d6a: implant date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker was suspected of premature battery depletion (pbd) as it was found that the battery consumption was greater than one year. Additional information indicated that patient will be continued to monitor, and no replacement was planned. To date, this device remains in service. No adverse patient effects were reported.